Manufacturer narrative:
The lens was received and visually inspected. Results show an optic cut in half with one distorted haptic. Device met all manufacturing specifications prior to release. While we could not identify the cause of the damaged haptic we do not believe it is related to the manufacturing process. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
A report was received that an intraocular lens was explanted 12 days after implant due to a dislocation of the lens. No patient injury occurred. In follow-up, with the account we learned the most likely cause of the dislocation was a distorted haptic. The cause of the distorted haptic was not defined.